Manufacturer narrative:
This report is submitted on december 7, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017 due to non-auditory stimulation. The patient was reimplanted with a new device.